Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E1 - title) physician, professor of vascular surgery, principal investigator for wce-mdr2091: EU custom made aortic data collection project g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-mdr2091: EU custom made aortic data collection project: on (B)(6) 2026, the patient underwent the main index custom-made device (cmd) procedure under general anesthesia. No additional procedures were done during the study cmd procedure. The innominate artery, left common carotid artery (lcca) and left subclavian artery (lsa) were incorporated in repair. At the completion of the procedure all stent grafts and intended side branch stents were patent, no endoleaks noted and no evidence of stent graft integrity issues. On (B)(6) 2026, 6 days post procedure the patient underwent a follow-up computed tomography (CT). The site noted a new type ia endoleak with no treatment performed to treat. All stent grafts and side branch stents were patent and no evidence of stent graft integrity issues. On (B)(6) 2026, 11 days post-procedure the patient was discharged home. Patient outcome: no treatment performed to treat the type ia endoleak.